Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Added e4 reporter also sent report to FDA was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella rp flex device was inserted via the right femoral venous access in a 76-year-old female patient following cardiothoracic surgery, with a pre-support clinical state consistent with society for cardiovascular angiography and interventions (scai) stage e shock. During postoperative support, reduced motor current pulsatility and a mild decrease in flow were observed. Imaging confirmed appropriate device positioning, and bedside repositioning under echocardiographic guidance resulted in slight improvement in flow and pulsatility. The patient was supratherapeutic on heparin, with no additional antiplatelet therapy reported. Blood volume was administered as part of troubleshooting for low pump flow. Following repositioning, rp flex showed good position. Over the course of that morning it was reported that pulsatility started to improve slightly. During support, the automated impella controller alarmed ¿placement signal not reliable.¿ echocardiographic assessment suggested a shallow device position, and advancement attempts were unsuccessful. Imaging confirmed the device within the right ventricle. Given these findings, the clinical team elected to remove the impella rp flex and initiate veno-arterial extracorporeal membrane oxygenation (va-ECMO). The device was explanted to facilitate escalation of support.

Manufacturer narrative:
Corrected information was provided in d4. Upon review, the primary UDI number has been updated. The cause of the issue was likely unintended use related error as positioning issue occurred after patient movement and surgical procedure of pericardial window. The cause of the low pump flow issue was likely use related as returned product had no defects and did not reproduce low flow and clinical information mentioned issue resolved following pump repositioning. The cause of the issue was likely due to a damaged optical sensor as evidenced by the log analysis showing optical sensor damage failure pattern and returned product confirming damaged sensor upon visualization. This was likely as a result of an unintended use error as incident occurred following surgical procedure.

Manufacturer narrative:
B1/b2 and h1 updated to reflect patient death. D9 updated; the product has been reutrned. Corrected data: d4 serial number updated/corrected. The investigation is still ongoing.